Event description:
It was reported by the patients spouse that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided.Additional information was received that the physician was unaware of the passing. No further information can be obtained.

Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: PRODUCT FAMILY SCS-LINEAR LEADS, UPN M365SC2218500, MODEL SC-2218-50, SERIAL-LOT (B)(6), BATCH 19853236, UDI (B)(4). PRODUCT FAMILY SCS-LINEAR LEADS, UPN M365SC2218500, MODEL SC-2218-50, SERIAL-LOT (B)(4), BATCH 19853236, UDI (B)(4). PRODUCT FAMILY M365SC43180, UPN M365SC43180, MODEL SC-4318, SERIAL-LOT (B)(6), BATCH 19355359, UDI (B)(4).

Event description:
IT WAS REPORTED BY THE PATIENTS SPOUSE THAT THE PATIENT PASSED AWAY WHICH WAS FOUND THROUGH A PATIENT OUTREACH CALL. IT WAS REPORTED THAT IT WAS NOT KNOWN IF THE PASSING WAS DEVICE RELATED. THERE WAS NO ALLEGATION OF PATIENT HARM CAUSED BY THE DEVICE OR BY A DEVICE RELATED PROCEDURE. NO ADDITIONAL INFORMATION WAS PROVIDED.

Manufacturer narrative:
Additional suspect medical device components involved in the eventProduct Family SCS-Linear LeadsUPN M365SC2218500.Model SC-2218-50Serial-Lot (b)(6)Batch (b)(6)UDI (b)(4) Product Family SCS-Linear LeadsUPN M365SC2218500Model SC-2218-50Serial-Lot (b)(6)Batch (b)(6)UDI(b)(4) Product Family M365SC43180UPN M365SC43180Model SC-4318Serial-Lot (b)(6)Batch (b)(6)UDI (b)(4)